Event description:
The user facility reported, the housing broke at the weld upon inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No adverse consequences no medical intervention and no surgical delay.